Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 808:02 was confirmed adn reproduced during product evaluation. The assignable cause was defective pump head module. The pump head module was replaced to correct the reported condition. The user software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a 808:02 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.